Event description:
The iab leaked during insertion. Iabp continued without further problems. The iab was used and will not be returned for evaluation. (Event complications; none from the event - reported 09/24/1998.) (Pt's current status: unk - reported 09/24/1998.)